Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported the patient's implantable neurostimulator (ins) and system were removed due to complications. The entire system was removed due to the leads breaking and coming through the patient's skin. The leads were exposed. The system was too dangerous to keep implanted. Nothing had led to the event and no symptoms were reported. The patient's indication for use is parkinsonian tremor.